Manufacturer narrative:
Device had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip. No missing reservoir tube o-ring noted. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife was reported via phone call that, the reservoir was damaged, backside of the insulin pump was missing and display screen scratched. The blood glucose was unknown at the time of the incident. The ring of the reservoir was unable to lock in place when inserted into pump as the o-ring was missing. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin device will be returned for analysis.